Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was over 600 mg/dl. She treated her blood glucose level with a 10 unit bolus but her blood glucose level was still over 600 mg/dl. She had over 20 units of insulin. The device was not returned.